Event description:
Patient reported " intracapsular leak" and "tender and sore" via ultrasound. Later healthcare professional reported "rupture". This record is for left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4 d9 g2 h3 h6. Laboratory analysis summary the device related to the reported events rupture was received on apr 29, 2026 with lot number 2270698. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (non-penetrating nicks, creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Consumer reported "intracapsular leak" and "tender and sore" via ultrasound. Later, healthcare professional reported "rupture". This record is for the left side. The device was explanted.

Event description:
Consumer reported " intracapsular leak" and "tender and sore" via ultrasound. This record is for left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.